Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch number 582976) were returned for evaluation. The returned drivers were examined under magnification and confirmed to have batch number 582976. One driver showed a fractured tip while the other did not. Both drivers showed signs of twisting on the lobes on their tips. The overall driver length of the fractured driver was measured to confirm fracture point. The driver measured 3.355", indicating that approximately 0.025" of the driver's tip broke off. The fractured driver showed a sign of a torsional fracture pattern at the twisted end of the tip. The fractured surfaces appeared moderately smooth with sporadic texturing and occasional sharp edges (i.e no signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The twisted lobes on both drivers were indicative of this excessive force that was applied but only led to fracture on one of the drivers. The returned product description indicated the drivers were damaged during removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
2 of 3. It was reported during surgery, the surgeon inserted a 2.7mm screw but was unable to insert the plate properly. The screw was slightly lifted off the plate. The surgeon attempted to remove the screw but was unable to do so due to the screw sticking. The surgeon broke the tips of a screwdriver during the removal procedure. The other driver was also deformed. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. This report is related to report numbers 3025141-2024-00018 and 3025141-2024-00020 for the other devices involved in this event.